Event description:
(B)(4). Death is alleged. Malfunction alleged. Date of death is unknown at this time. Provider called in to report that they received a call from (B)(6) that they have the unit. The patients' family is alleging no oxygen flow. This unit was delivered (B)(6) 2013 as her liter flow prescription changed to a 10 liter unit. Per (B)(6), the unit was fully tested prior to delivery. Unit is being returned to ivc for evaluation. MDR filed.